Event description:
It was reported that the insulin alarmed no delivery. The customer stated that he had issues with the infusion sets, stating that he would insert the set, and an hour later, he would receive the no delivery alarm. He did not know the blood glucose reading. He stated that the alarm was resolved by a complete infusion set change. He was unable to perform troubleshooting due to this having been a past event. He declined returning the reservoir and infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.